Manufacturer narrative:
The tech replaced the power cord plug to repair the bed.

Event description:
Info received indicates the tech found the bed had a high ground resistance reading due to a stripped ground terminal in the power cord plug. The ground connection could not be tightened.